Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous shunt vessel. A sterling otw 6.0 x 40/80 (4f) balloon catheter ruptured at 8 atm during an unknown inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received and visual inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, water leaked out of the hub. Magnified inspection revealed a hole in the inner shaft 3 mm from the proximal edge of the proximal marker band. The diameter of the hole was slightly larger than the outer diameter (od) of a .018" guide wire and may be consistent with perforation of the shaft wall with the end of a guide wire during clinical use or preparation for clinical use. There was no damage to the balloon. The fluid leaking into the inner shaft can result in fluid leaking out of the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous shunt vessel. A sterling otw 6.0 x 40/80 (4f) balloon catheter ruptured at 8 atm during an unknown inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.